Event description:
Reporter indicated that his vns therapy programming handheld computer was not properly holding a charge. Handheld computer was subsequently returned to MFR for product analysis. During analysis the handheld was used for approx an hour, and 25% of the battery life remained following testing. No anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.